Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 1478.8 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported that the patient missed a refill appointment and that the pump had been alarming since (B)(6) 2018. The caller was not able to interrogate the pump at the time of this report but suspected that the cause of the alarm was due to an empty pump. The caller inquired about what to do once the pump runs empty and noted that the patient had 5 months until their elective replacement indicator. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the patient missed their refill appointment on 2 018(B)(6)due to social issues. It was reported that the patient has not yet come to the clinic to have the pump interrogated. The hcp noted that the empty pump determination was based off of math evaluation of the dose and quantity instilled in the pump. It was reported that the pump would be replaced. No further complications have been reported as a result of this event.